Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory in which it indicated that the allegation against this device could not be ascertained due to the field induced damage. Upon further investigation, a high current draw was noted due to electrical overstress on the two clamps next to the pin. Thus, analysis result stated that device therapy was no longer available.

Event description:
Boston scientific received information from the health care professional (hcp) indicating that there was no electrogram (egm) available for the non sustained episodes. Boston scientific technical services (ts) reviewed the data and stated that pacemaker mediated tachycardia (pmt) episodes were noted. Ts then explained priority and allocation. Further, ts stated that latitude could gather some episodes that was overwritten. This crt-d was explanted. No adverse patient effects were reported.